Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received yet at our facility, and no pictures have been received for evaluation of the alleged defect reported. Based on the lot 344177 provided for which the DHR resides at (B)(6) facility, the nuevo laredo lot numbers for component 12228 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint, during the manufacture of the material. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation to determine the source of alleged defect, it is necessary to evaluate the sample involved. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "no bubbling in the bottle with a low flow: oxygen leak occurred at the level of the connector that is provided with the bottle". There was no patient injury reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The water bottle had an 040 humidifier adaptor attached to it and the trigger was removed. Upon visual inspection, there is a channel from the bottom of the adaptor port to the top of the bottle. The water bottle was filled 3/4 full with water. The water bottle/adaptor assembly was applied to a flow meter. The flow meter was set to 1 lpm and no bubbles were observed in the bottle. Upon increasing the air flow bubbles appeared in the water bottle. A review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections were acceptable. Based on the investigation performed, the reported complaint is confirmed. A non-conformance was opened to further address this issue.

Event description:
Customer complaint alleges "no bubbling in the bottle with a low flow: oxygen leak occurred at the level of the connector that is provided with the bottle". There was no patient injury reported. Patient condition reported as "fine".